Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 is referenced. A review of the device history records and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported damage to the capiox device. Follow up communication reported the following information: a tube broke at the de-airing port on the oxygenator; this was noted while priming the system; the oxygenator was changed out; and there was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the returned sample evaluation results. The returned device was evaluated by the manufacturing facility. Visual inspection found that the purge line tube had been bent sharply at the joint of the port. There were no other anomalies on the remainders of the device. The actual sample was filled with saline solution. With the blood outlet port side clamped, air was sent inside of the actual sample from the blood inlet port side for 6 hours. No leak was confirmed. The joint of the purge line tube and the port on the oxygenator was inspected under x-ray fluoroscopy. There were no anomalies noted. There is no evidence that this event was related to a device defect or malfunction. Although the purge line tube of the actual sample was found to have been bent sharply at the joint, the investigation results verified that the actual sample was normal product with no insufficient insertion of the tube to the port or peel-off of the adhesive at its joint to the port. The exact cause of the reported event cannot be definitively determined. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "do not use if the package or device is damaged (e.g. Cracked) or any of the part caps are off." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.